Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer clinical engineer (ce). The speaker cable was found to be under tension and was about to come off. It was not known what caused the tension. The rse advised the ce to reconnected and restore the speaker cable. Based on the information available and the testing conducted, the cause of the reported problem was a loose speaker cable. The reported problem was confirmed. The device was operational after restoring the speaker cable connection. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix indicating that the alarm display on the lower central monitor was on, but no sound was heard. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.